Event description:
The customer called to report the audible tone on the pump was not working. The customer indicated that the audible tone could not be heard even after the batteries were changed. Troubleshooting was performed. The pump did not have an audible tone.